Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior to this issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating it was within a normal range. The customer received assistance from technical support to reset the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue arises again.